Event description:
During surgery the patient received first and second degree burns on the upper abdomen associated with a laparscopic light cord wihich was apparently coupling between the fiber-optic cord and the laparoscope was defective, no information is available regarding related devices.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: mechanical problem. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.